Event description:
It was reported that this device was explanted due to it had delivered five electrical shocks due to this patient had twiddled the electrode into the right atrium a new device was successfully implanted. No additional adverse patient effects were reported.